Event description:
Information was received indicating that this ambulatory infusion pump exhibited periodic beeping and loud vibrations while running and later shuts off by itself. It was reported that the described event occurred multiple times. The patient reported that most often the events occurred while changing the cartridge. It was also reported that sometimes the event also occurred while in use with the patient. The patient denied that the alarm is "low cartridge alarm" stating that "low cartridge alarm" sounds different. The patient reported that the pump worked fine when the patient removed the battery after the event and put it back after some time. . The patient switched to back-up pump to continue the treatment. There were no adverse effects to the patients due to the reported event.